Event description:
It was reported that t:slim x2 pump battery would not charge and subsequently, the pump shutdown. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to allow pump battery to fully deplete before return, to enter pump settings and connect continuous glucose monitor to replacement pump, and to return malfunctioning pump using prepaid label while tandem technical support arranged replacement pump shipment.